Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A functional inspection was performed with a timberline cage (8603-5012 lot mc43203), a cover plate (8606-0200 lot md41960). A driver (8734-6118 lot mc57565) was used to attach the plate and cover plate to the cage and found the plate was able to secure to the cage as expected. Root cause: a definitive root cause cannot be determined with the information provided. No device problem was found. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two timberline mpf plates detached from the cage in the disc space intra-operatively. The surgery was completed after a 30 minute delay without any patient harm using another plate. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2024-00235.

Event description:
It was reported that two timberline mpf plates detached from the cage in the disc space intra-operatively. The surgery was completed after a 30 minute delay without any patient harm using another plate. This is report two of two for this event.